Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following an rf ablation procedure on s2, the pt suffered from hepatic infarction. Additional, biloma ran to the caudal part of the liver and ended in intestinal perforation. An open surgery was performed to correct the perforation. The pt has recovered.